Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Device investigation: one device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed as the device would not inflate as it was detached from the tube. There was not enough solvent in the joint of the product. A review of the device history records could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. UDI related data quality updates only.

Event description:
It was reported that the cuff did not inflate. The event occurred in (B)(6) 2023. This occurred during patient use. No patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, full UDI number, and h4: manufacture date are unknown; no information has been provided to date. H3 - other: device has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.